Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported an unknown age patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support, and approximately five days into support the patient experienced ischemia on the impella side of the leg; toes were blue. The ischemia did not increase after conservative treatment, and the lactate was stable. Additional information was received and noted the patient expired a couple of days thereafter from multiple organ system failure. Medical safety review of the event noted the use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.